Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02858. Olympus medical systems corp. (Omsc) could not investigate the subject device because the device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Based upon the previous similar cases, it was surmised that the phenomenon occurred due to the following; the lid was cracked because of some strong impact. The lid was cracked because of effects of chemical substances. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user found the knob of the lid of oer-4 was cracked. Olympus medical systems corp. (Omsc) repaired the subject device at the facility. Other detailed information was not provided. There was no report regarding patient injury and damage of the endoscopes related to the event.